Event description:
The patient reported that their heart had the "hiccoughs" and their implantable cardioverter defibrillator (ICD) was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient reported that their heart had the "hiccoughs" and their implantable cardioverter defibrillator (ICD) was reprogrammed. The device remains in use. No patient complications have been reported as a result of this event. Additional information was obtained from the nurse indicating that the patient has been experiencing diaphragmatic stimulation with the right ventricular (rv) lead. The lead was reprogrammed and remains in use.

Manufacturer narrative:
Additional information was obtained indicating that it was the right ventricular (rv) lead that was causing diaphragmatic stimulation, not the implantable cardioverter defibrillator (ICD) as earlier reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 implantable pacing lead (B)(6) 2013, 4196 implantable pacing lead (B)(6) 2013. (B)(4).